Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating the report. The device was recertified and returned to the customer. Review of the device logs confirmed that on the fifth charge attempt, the device charging timed out related to insufficient energy from the battery. The battery is suspected as the cause based on the log review but was not returned as part of the investigation. This information has been communicated to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate an 85-year-old male patient, the device failed to charge. Complainant indicated that the patient subsequently expired; however they do not believe this was device associated.